Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.